Manufacturer narrative:
The pump has not been returned to animas. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time. (B)(6).

Event description:
On (B)(6) 2015, the reporter contacted animas alleging the battery compartment reportedly was cracked. There was no reported adverse event associated with this complaint. This complaint is being reported because the reported issue was not resolved during troubleshooting.

Manufacturer narrative:
Follow-up #1: date of submission 11/09/2015 device evaluation: the device has been returned and evaluated by product analysis on 10/23/2015 with the following findings: the display was found to be dim and pink. Unrelated to the complaint, the battery compartment was found to be cracked from the top to the cover part. There was also damage to pump case; a crack was found in the case near the lower right corner of the display. Animas has conducted a review of the device history record for this pump and confirmed that it was operating within required specifications at the time of release.